Event description:
Tip of bard PICC guidewire broke off during guidewire removal following PICC insertion under fluoroscopy. Guidewire removal met with resistance, tip was frayed/curled upon removal. Chest x-ray revealed 1.7 cm linear foreign body in right lung base consistent with PICC guidewire, fragment likely in peripheral branch of pulmonary artery.